Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3-1 and 3-2 were failed. The field service engineer (fse) worked with the pharmacist to troubleshoot, then ran diagnostics, checked the connections, and cleaned underneath the cubie pockets on drawers 3-1 and 3-2, it was found that the connections on both drawers needed to be reseated. The connections were reseated, and the station was rebooted. The customer was asked to test inventory on drawers 3-1 and 3-2 on the main unit, and the test was successful. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 3-1 and 3-2 were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.